Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 7 years due to prosthetic valve endocarditis, secondary to streptococcus viridans. Per the op report, intraop transesophageal echocardiogram demonstrated once again what appeared to be a paraaortic abscess. There was no evidence of aortic insufficiency. Ascending aortic aneurysm was measured at 4.6 cm. During explantation of the aortic valve, vegetations were noted on the leaflets and then back towards the stent posts. There was an area measuring approx. 1.5 cm alongside the sewing ring in the valve at the junction between the right and noncoronary sections of the annulus. The device was replaced with a 23 mm carpentier-edwards perimount magna ease pericardial bioprosthesis. Followup echo demonstrated the aortic valve to be well seated.

Manufacturer narrative:
(B)(4). Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. Endocarditis is typically classified as either infective or non-infective, depending on whether a microorganism is the source of the inflammation or not. Endocarditis is often associated with nosocomial (i.e. Hospital-acquired) sources. Infectious endocarditis (ie) is an infection of the endocardial surface of the heart, which may include one or more heart valves, the mural endocardium, or a septal defect. Infective endocarditis can potentially lead to leaflet disruption. Typically, infective endocarditis consists of large vegetations which have manifested from bacteria. Reported endocarditis agents are most commonly microbes that inhabit the human body (e.g. Skin, mucous membranes, respiratory tract, intestinal tract, or common infections), or the environment, and can contribute to nosocomial sources of ie. For example, the most common bacteria of ie include staphylococcus, streptococcus, and enterococcus. In this case, the op report documents the patient's endocarditis being secondary to streptococcus viridans. Streptococci related bacterial endocarditis is linked to patient transient bacteremia originating from dental plaque and decay. Various microbes are found in oral cavities and can be transmitted through the bloodstream from disruption of the oral mucosa or after dental work. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported infection could not be confirmed. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible with the available information.

Manufacturer narrative:
The report of endocarditis could not be confirmed by visual observation. The valve as received, exhibited tissue that was stiff, shrunken, and translucent-like in appearance. Such characteristics are common to dehydrated tissue. Thickened and swollen tissue was observed on all three leaflets at all three commissures. Minimal calcification was observed on the cusp of leaflet 2. Host tissue was minimal to moderate at the stent inflow and minimal at the stent outflow. Leaflet 1 and leaflet 2 had cut sections that were not returned with the valve. The x-ray demonstrated calcification. Unfortunately, the root cause of this event could not be conclusively determined through visual observation of the explanted valve. The endocarditis could not be confirmed. There is no change in the original conclusion of this event. No further actions are possible with the available information.